Manufacturer narrative:
The scopes, endoscope reprocessors, and cleaning tubes involved in the event were unknown. Reports are being submitted on all scopes, endoscope reprocessors, and cleaning tubes at the site. Please refer to the following reports: patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: jf-260v, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: jf-240, serial number:(B)(4). Patient identifier of(B)(6) is related to model number: gif-xq260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp260n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260j, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-hq290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290z, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-h260ai, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290zi, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when cleaning with the endoscope reprocessor and connecting tube, cleaning was performed without attaching the connector on the endoscope side of the cleaning/connecting tube (the mouth of the tube that connected to the forceps mouth). The customer had inquired about how much aceside and detergent remained around the forceps opening and in the channel. The customer further stated that they knew the scope was not disinfected, they didn't know how long cleaning had been done like this or what type of scope was cleaned. It was unknown if any patient's had been infected. The site had recent changes in staff and the customer suspected this may have resulted in the insufficient cleaning. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: [oer-5 instruction manual (operation edition_revised no. 5) 4.7 attaching the cleaning tube] connect the device and the endoscope with a cleaning tube. For the washing tube to be used, refer to the attached "washing tube application table <for oer-5>". Here, using the cleaning tube that comes with the device, we will mainly explain how to connect the device, using a standard gastrointestinal endoscope as an example. For details on how to connect the endoscope side, refer to the "attachment" and "instruction manual" attached to each cleaning tube. Warning: attach all the specified cleaning tubes according to the type of endoscope to clean and disinfect. If cleaning and disinfection is performed without all cleaning tubes attached, cleaning and disinfection may be insufficient. Applicable washing tubes are listed in the "washing tube application table <for oer-5>", but new endoscope products may not be listed. If there is no description in the applicable table, please contact olympus. Be sure to remove the unused cleaning tube from the connector of the device. If cleaning and disinfection is performed while the product is attached, cleaning and disinfection may be insufficient. Olympus will continue to monitor field performance for this device.